Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The buttons were unresponsive. Customer's blood glucose level was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.